Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was being shocked and was being overstimulated in his whole body so much that his body was jumping/ shaking like he was having a seizure and he couldn't talk. It was reported it was like half his body shut down. Patient was unable to turn off stimulation with the patient programmer. Patient communicated with the ins, pp showed low ins battery. Patient programmer was showing the "charge ins now" warning battery screen. Patient was seeing por message on the recharger. Patient was walked through on the phone how to turn off overstimulation. After overstimulation was resolved, the patient stated he was charging ins normally today, had felt stimulation and stated that all of a sudden the stimulator started overstimulating him. Patient stated this event did not occur after an overdischarge. Patient stated due to his high frequency settings so his battery charge lasts only 24 hours so he has to charge every day, patient stated this had been that way since implant. Patient noted that he was drained but he felt better after stimulation had been turned off. No information complications were reported/anticipated.